Event description:
On (B)(6) 2010, the lay user/reporter, the patient's granddaughter, contacted lifescan to report an issue testing with the one touch ultra meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On an unspecified date in (B)(6) 2010 the patient had difficulties using the reported meter and was unable to obtain a blood glucose reading. Afterwards, the patient experienced the symptoms of dizziness, headache and he felt low. The patient took the action of consuming more food and/or a drink; he did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique was incorrect, in that he was attempting to test while in the meter's memory mode. The issue was resolved with patient education. The meter, test strips and control solution were replaced. The patient's testing technique was incorrect. The patient allegedly suffered symptoms suggesting hypoglycemia and received treatment with food to alleviate those symptoms after he was unable to test his blood glucose levels. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.